Event description:
The customer contact reported "the batteries fell out of the pump" and a power loss occurred. The homecare pt was receiving a continuous infusion of milrinone. The pump was programmed in the continuous mode to deliver at a rate of 7.4ml, a vtbi (volume to be infused) of 200ml and a container size of 210ml. The air alarm was programmed off. In 2005, the pt reported that the batteries "fell out" of the pump and a power loss occurred. It is unknown if the pump alarmed. At an unspecified time, the pt reporteldy experienced a "cardiac arrest." During transport to the hospital, the paramedics reportedly noted batteries in the backpack and powered the pump on. The hospital continued to use the pump during the pt's overnight hospital stay. The pt was discharged home in 2005. It is unspecified what treatment the pt received while hospitalized. The homecare service was contacted by the pt four days later, asking how to program the back-up pump. During this conversation the homecare service learned of the batteries falling out of the pump, the power loss, the pt's "cardiac arrest" and hospital stay. It is unspecified the reason the pt was attempting to program the back-up pump. The pt is reported to be doing fine at this time.